Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The inserter connector was returned with the threads fractured. Complaint is therefore confirmed. The overall condition is good with a few dings and scratches. Inserter connector sample analyzed by sem showed that it fractured due to torsional overload. Elemental analysis showed that it was nearly consistent with 316 stainless steel. Device history record was reviewed and no discrepancies were found. The root cause is related to the design of the device. It should be noted; it is unknown which end-level lot was involved as well as the corresponding manufacturing dates. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured while attempting to implant screw.